Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low blood glucose of 53 mg/dl. The customer called due to not being able to access the carelink reports. The customer was assisted and was able to view the report. The customer reported it showed a duplicate bolus for 47 grams of carbohydrates and she did not program the second bolus. Troubleshooting was not performed. It was advised that the insulin pump would be replaced due to possible over delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Pump passed the delivery accuracy test. Pump downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.